Event description:
IV tubing became disconnected at the exit site from the cassette. The tubing became disconnected where it is adhered to the cassette. This is not a normal disconnection site. The plum pump did not alarm as problem occurred distally from pump. The IV was attached to a sublcavian line and draped over the head of the bed. The blood backed into the tubing and dripped on floor for aproximately 10 mins before discovery by the visitor. There was a large pool of blood on floor. The tubing was changed and stat h&h done. Pt was alert, awake and coherent. Physician transferred pt to the ICU. After transfer, nurses returned to room to confiscate tubing and room had already been cleaned and tubing had been discarded. The nurse who checked tubing reported tubing edge was smooth. When attempting to duplicate the problem, it was noted this required extreme force and the edge of tubing was jagged and not smooth.